Event description:
The customer reported, there were check sum error messages displaying during boot up. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep removed and replaced the defective s-ram card. He performed a system configuration and operational checks. The system operates as intended.